Event description:
Caller states that she could not use the coaguchek xs system due to unknown errors with scratched strips. Caller states that within 24 hours of getting those errors, she went to the coumadin clinic where a low 1.0 inr was obtained and she was admitted to the hospital. Caller states that she was treated with heparin and coumadin based on erratic results obtained at the hospital while there. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.